Event description:
It was reported that "patient had a tavr done on (B)(6) 2024. Patient was discharged with no complications. Upon their clinical follow up several weeks later, they expressed leg pain. They were sent for surgical consult. Surgery determined low to no flow in the leg. Vascular surgeon performed an angioplasty of the cfa and restored flow".

Manufacturer narrative:
(B)(4). No return product evaluation could be completed as the device was not returned for investigation. The device lot history record review for lot number 73a2400442 manta 18f indicated no relevant non-conformities with impact related to this device, no reworks, or other issues related to this lot, therefore the device met material, assembly, and performance specifications. Case details were reviewed. During a follow-up appointment for a tavr performed several weeks earlier, the patient reported experiencing leg pain. During the consultation the vascular surgeon determined there was minimal flow in the leg and performed balloon angioplasty, restoring the flow. The patient did not experience any harm, injury, or health consequences due to this event, and the outcome post-procedure was fine. Due to insufficient information regarding the initial, deployment, patient environment and conditions, and no angiograms or device submitted for this investigation, the cause of the occlusion requiring balloon angioplasty cannot be determined. Therefore, the root cause as to why the manta was not effective in achieving hemostasis requiring endovascular intervention remains undeterminable. There appears to be no product quality issue for manufacturing, documentation, or labelling. The der process will continue to monitor and investigate any similar events.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "patient had a tavr done on (B)(6). Patient was discharged with no complications. Upon their clinical follow up several weeks later, they expressed leg pain. They were sent for surgical consult. Surgery determined low to no flow in the leg. Vascular surgeon performed an angioplasty of the cfa and restored flow".